Event description:
Received product field notes (pfn) via e-mail from allergan (B)(4) reporting alcl. The surgeon could not provide much info at the time of this report. On (B)(6) 2011, pt presented with pain and swelling to right breast. Effusion (serum) presented on ultra sound. Aspiration cystology showed alcl. Augmentation on (B)(6) 2006 with silicon implants submuscular placement. Removal of capsule and implants on (B)(6) 2011. Pathology and cytology are still pending. An ongoing investigation is being carried out. Any additional info regarding these events will be updated in this file.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2011. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling addresses the reported event of seroma as follows: the core study: 7 year adverse event rates: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications). Swelling = 7.1%.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).